Event description:
(1/2, reference (B)(4) for related complaint). (Documenting 1 of 2 cadd extension sets) of customer report: (B)(4). Batch: unknown. No injury. Issue identified after reconstitution during administration. It was reported that the machine alarmed once to the air in the line. The patient changed the cassette and the line, however after an hour they checked the line, even after going through the bubble control there are new bubbles. The machine didn't alarm. The cassette is clear like before.